Manufacturer narrative:
Pump received with cracked and bleeding lcd glass noted. No test can be performed.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was 101mg/dl at the time of incident. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The customer's pump will be returned for analysis.